Manufacturer narrative:
.

Event description:
It was reported that the patient experienced an overdose a day after a new pump and catheter implant. The patient was fine for the first day. The symptoms of overdose were somnolence, drowsiness, and couldn't move arms or legs because too flaccid. The nurse was looking for options to stop the pump. No patient treatment or outcome was reported. The pump contained baclofen at the time of the event. Additional information has been requested, but was not available as of the date of this report.